Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 430 mg/dl at the time of the incident. It was reported that the insulin pump had a motor error alarm. The customer was able to successfully clear the alarm and was able to complete the insulin pump rewind. The drive support cap was reported to be normal or slightly indented. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis. The device will be returned for analysis.